Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova requested the device back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system was giving an alrm associated to an a/d converter fault. The user restarted the device and the issue seemed to be solved for ten minutes but then the problem reoccurred and no gas output was present. There was no report of patient injury.